Manufacturer narrative:
Not returned to manufacturer.

Event description:
A perceval, size (B)(6) was implanted on (B)(6) 2018. After implant, paravalvular leak was identified, and there was concern for interaction with the coronary ostia. The valve was explanted and replaced with a crown cna23. The patient outcome was good, and there were no issues with recovery. The event was attributed to the patient's specific anatomy.

Manufacturer narrative:
Additional information: date of report,date rec¿d by MFR, PMA/510k, if follow-up, what type,device manufacture date. Since the device was not available for return, the investigation was based on the review of the device history records. The manufacturing and material records for the perceval heart valve, as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a perceval heart valve at the time of manufacture and release. The valve was replaced intra-operatively with a sutured valve and reason for paravalvular leak was attributed to patient's anatomy as per medical judgement.